Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was at a window failure blue screen. The field service engineer connected the drive and initiated the system boot. Windows started up as expected. The engineer then modified the computer name and updated the network settings. The issue was resolved by rebooted device and performed data sync successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had blue screen is displayed with an error message. The customer reported that there was a delay occurred while issuing medication to a patient and there was no harm in patient care. There were no adverse events or injuries reported based on this event.